Event description:
It was reported that, following a catheter revision, the patient was observed overnight and was discharged the next day. Two days later, the patient developed overdose symptoms of somnolence and low blood pressure. The patient went to the emergency room and ended up being admitted. At that time, the pump rate was reduced by 50%. It was reported that the healthcare professional was unsure if the patient¿s symptoms were related to the pump infusion as the patient had several other health problems. The device system was used to deliver infumorph. Eleven days later, it was reported that the patient had been sent home and was receiving effective therapy. Refer to manufacturer report #3004209178-2013-11299 for further information pertaining to the catheter revision.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).